Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was over last couple months the ins would shut off the stimulation even if they were fully charge or had some charge. The controller would show full and the ins at 70% and say stimulation was off. The pt had their manufacturer representative (rep) do an adjustment and that seemed to take care of it and then it started again. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that himself and another rep investigated this incident, met with the patient, and have both come to the conclusion that the implantable neurostimulator (ins) is turning off since the battery is depleted (see the graphs). Patient is running a high frequency and they are not charging the battery in time, before it is depleted. Nor is patient turning the device back on. Patient cannot feel the stimulation since it is in high frequency and does not know whether it is off or on. Patient has raised the intensity over time and that has caused the ins to be deleted faster and faster, maybe even due to the increase in impedances. Both reps have mentioned to the patient that battery must be charged before the battery is depleted or it will shut off, and at that time patient would have to turn it back on manually. Rep continued his explanation to the patient that even if they then go to charge it and both the controller and the ins are full ¿ they still h ave to turn on the ins manually again. Rep's have mentioned this to the patient multiple times, rep is not sure if the patient is understanding what they are saying. Additional information was received from a patient (pt). It was reported that they needed a new controller as the controller was shutting off the implanted neurostimulator for no rhyme or reason. Patient stated that they had the manufacturer representative (rep) look at it and the rep didn't understand what was happening. Pt said that they had taken some screenshots when things were happening. Pt said that the rep made some suggestions, like resetting the controller, which they tried. Pt said that they went to their pain management healthcare provider (hcp) for an appointment as they had been having some problems with the controller. Pt saw no apparent damage to the controller. Agent had the pt reset the controller and then unlock the controller. Pt said that the first screenshot was from may 6th showing that the controller was fully charged with a message saying battery empty cannot provide stimulation recharge your implanted device; agent reviewed screen meaning with the pt. Pt said that they had then went to recharge the implantable ne urostimulator (ins) and the controller displayed a message saying that the stimulation was off; agent reviewed message meaning with the pt and how to turn stimulation back on. Agent reviewed with the pt that the stimulation would be shut off automatically once the ins battery would get too low and that the stimulation would have to be manually turned back on once the ins was charged enough. Pt said that on may 8th, the screenshot showed that both the controller and ins batteries were fully charged but there was a message saying that the stimulation was off. Agent reviewed with the pt again that the stimulation would be shut off automatically once the ins battery would get too low and that the stimulation would have to be manually turned back on once the ins was charged enough. Pt said that they felt uncomfortable back pain the next morning and so they checked the controller again and saw that the stimulation was off. Pt said that they never turned the ins off unless they were having a MRI or other medical test done. Agent understood that the pt never turned the stimulation back on after the ins had shut off automatically from the ins battery getting too low. Pt said that the controller showed on may 9th that the controller was fully charged and the ins was at 50% with excellent indicated but then said stop; agent understood that the pt was recharging the ins and that recharging excellent was indicated with the stop button at the bottom of the screen. Pt said that everything was fine until (B)(6) when the controller was fully charged the ins was almost fully charged and there was a message saying that the stimulation was off. Agent asked the pt if the ins battery had gotten low again; pt said that they usually checked the device every two maybe three days. Pt said that the issue happened again in (B)(6). Agent asked the pt if they had turned the stimulation back on after they charged the ins from the ins battery getting too low; pt said that they would have had to turn the ins back on otherwise they would have been in pain. Pt mentioned that they had a fall at the end of 2021 and that they thought that the ins had moved and wasn't calculating correctly, so they had three adjustments done. Pt kept insisting and arguing that there was an issue with the controller. Agent redirected pt to hcp/rep if the replacement controller didn't resolve the reported issue. A replacement controller was sent out.

Event description:
Additional information was received from the patient (pt). They reported that they have received a new recharger and it is so far so good. To resolve the implantable neurostimulator (ins) moving after a fall, pt had to have the manufacturer representative (rep) make a few adjustments. The issue has not been resolved. The rep continues to make adjustments, the patient still has pain, and the charge doesn't last long.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.